Event description:
Customer reported, the fuse in line with power to the camera is blown and there appears to be a short. No pt involved. Also, there was an error message, interlock broken, no fluro, no video problem began today. A pt was involved, but there was no injury. The procedure was completed.

Manufacturer narrative:
The service rep found f7 in the generator blown which supplies power to the camera. Troubleshooting revealed a defective image intensifier (i.I.). When a relay is brought in to supply 24vdc to the i.I. Power supply, the 24vdc drops to 9.4vdc. Advised customer of the findings and they are making a decision on how to proceed. 11/19: ordered and i.I. And will install on 11/20. 11/20: received and installed the new image intensifier. Calibrated using the service manual. Resolution is 1.3, 2.0 and 2.6 lp/mm kv tracking is 60, 70, and 79kvp. Function checked and the system is performing as desired.